Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 316 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. The patient noted insulin leaking out and the cannula had dislodged from the infusion site. Hyperglycemia was treated by applying a new pod and bolus 10 units.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The exposed portion of the soft cannula was observed to be damaged. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or deficiencies were observed during the investigation.